Event description:
It was reported by the patient that the patient's physician told the patient that the implantable cardiac defibrillator (ICD) is "very bad at oversensing". It was also reported by the patient that the patient's physician told that patient that the ICD oversensing caused "shortage of breath" and the "creation of a probable blood clot". It was also noted by the patient that the patient's physician "implied that the food and drug administration stopped distribution of the ICD (B)(6) 2011". Follow up was attempted but unable to gather additional information. The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.